Manufacturer narrative:
Date of birth: unknown. Sex: unknown. Date of event: unknown. Expiration date: unknown. Serial #: unknown. Implant date: unknown. Explant date: n/a, as the lens remains implanted. Initial reporter telephone number: b)(6). B)(4). Date of manufacture: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that owing to a refractive error noted post operatively, a piggy back intraocular lens(iol) was required to be implanted in a secondary procedure. In addition, the physician stated that the same patient's other eye had no problem, but "as and ks" (a constant and keratometry) were similar. Therefore, he did not believe it was a biometric problem, or a formula/iol master calculation problem. This patient underwent implant of a piggy back lens approximately (3) months post operatively. No further information has been provided.